Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. 510k: this report is for an unknown nail; unknown lot; unknown part. UDI number is unknown. Device remained in the patient. Complainant part has not been returned for manufacturer review/investigation. The device remained in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) broke within the patient postoperatively. This was discovered through an x-ray by a surgeon who did not perform the initial surgery. Based on the x-ray it appears to be a synthes nail. The initial surgery was performed on (B)(6) 2016 for a proximal femoral fracture. The surgeon believes the broken nail was caused by a non-union of the fracture. More than likely there will be a revision surgery done at another hospital. This complaint involves one (1) devices. This report is for an unknown nail. (B)(4).

Manufacturer narrative:
A customer quality evaluation was performed: the implants (nail and helical blade) were not returned. X-ray provided were evaluated and the adverse event of non-union could not be confirmed. The x-ray shows the tfn broken at the helical blade interface, this complaint is confirmed. Whether this complaint could be replicated is not applicable due to the complaint condition. A drawing review could not be performed as part number is unknown and the part family could not be determined based on the length and diameter of the nail. No DHR review could be performed as the part and lot numbers are unknown. This complaint condition is adequately covered by the risk assessment. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.